Event description:
It was reported that patient presented to clinic after receiving inappropriate hv therapy for atrial fibrillation with rapid ventricular response. Reprogramming changes were recommended but physician decided to adjust patient medication instead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.